Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve deployment was initiated wit hout pacing. Normal, slow turns were used during deployment; however, a shallow implant depth was observed once the valve reached 80% deployment. Upon the final release of the valve at a depth of approximately 2-3 mm on the non-coronary cusp (ncc) and approximately 2-3 mm on the left coronary cusp (lcc), the valve lost contact with the ncc and dislodged above the annulus position. After the dislodge, angiography revealed that the valve reached a depth of approximately -6-8 mm on the ncc. The valve remained anchored to the lcc at a depth of 3 mm, however. Per the physician, the valve dislodged due to the patient's bicuspid aortic valve and the wire position, which was biased to the outer curve. Mild to moderate central aortic insufficiency was observed following dislodgement. Subsequently, a second valve was implanted in the patient. The dislodge resulted in a 10-minute procedural delay. No additional adverse patient effects were reported. Additional information was received which clarified that rapid pacing was performed until 80% deployment; however, the patient was not paced upon release of the valve. Additionally, the valve was deployed over a non-medtronic guidewire.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012174632); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve deployment was initiated wit hout pacing. Normal, slow turns were used during deployment; however, a shallow implant depth was observed once the valve reached 80% deployment. Upon the final release of the valve at a depth of approximately 2-3 mm on the non-coronary cusp (ncc) and approximately 2-3 mm on the left coronary cusp (lcc), the valve lost contact with the ncc and dislodged above the annulus position. After the dislodge, angiography revealed that the valve reached a depth of approximately -6-8 mm on the ncc. The valve remained anchored to the lcc at a depth of 3 mm, however. Per the physician, the valve dislodged due to the patient's bicuspid aortic valve and the wire position, which was biased to the outer curve. Mild to moderate central aortic insufficiency was observed following dislodgement. Subsequently, a second valve was implanted in the patient. The dislodge resulted in a 10-minute procedural delay. No additional adverse patient effects were reported.